Manufacturer narrative:
No product samples, images, or videos were returned for evaluation. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint. The complaint cannot be confirmed.

Event description:
The event involved a plum set where it was reported that ¿the vent hole in the pump administration set leaked 1 to 2 drops of liquid during chemotherapy infusion¿. There was patient involvement. No additional information was provided.